Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint. The returned attachment was tested by manufacturing personnel and did not meet production specification. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 51.2°c and 48.7°c under load testing with coolant spray on. These temperatures did exceeded requirements. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed moderate gear wear on the head-tail and head assemblies. Some wear was seen on the cap button. It is possible that the contact between cap button and pusher was made during use which can lead to head overheating. Significant debris was seen inside head cavity. Some debris and lack of lubrication was observed inside the cap cavity. Set components appeared to be dry. The lack of lubrication may have caused friction and as a result increase the temperature causing heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.